Event description:
Customer reports being unable to test his blood glucose while having high blood glucose symptoms due to the advantage voicemate system not responding. Customer states as a result of this he was unable to adjust the basal rate on his insulin pump, and subsequently was admitted to the hospital for three days and treated for hyperglycemia. Customer's condition has improved. Requested return of suspect device and replacement was sent.